Event description:
Clinical trial it was reported that during a coronary artery drug eluting stenting treatment procedure balloon withdrawal resistance occurred. The index procedure identified and treated three target lesions. Target lesion one was a de novo, mildly tortuous, mildly calcified, proximal rca (right coronary artery) lesion measuring 4.0x20mm with 70% stenosis. Target lesion one was treated with direct stenting using a 3.5x24mm taxus liberte stent and post dilation resulting in 0% residual stenosis. Target lesion two was a de novo, moderately calcified, moderately tortuous, mid lad (left anterior descending) lesion measuring 2.5x20mm with 65% stenosis. Target lesion two was treated with predilation, placement of a 2.5x24mm taxus liberte stent, and post dilation resulting in 0% residual stenosis. Balloon withdrawal resistance of the taxus liberte delivery balloon was noted. Target lesion three was a de novo, moderately calcified, proximal lad lesion measuring 3.0x6mm with 50% stenosis. Target lesion three was treated with direct stenting using a 2.75x12mm taxus liberte stent and post dilation resulting in 25% residual stenosis. There were no patient complications reported.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause of the reported complaint cannot be conclusively determined. Product unavailable for analysis.